Event description:
A healthcare facility in (B)(6) reported that the temperature on an mr850 respiratory humidifier would not go above 31 degrees celsius, and the video and audio alarms were intermittently triggered. The 900mr869 airway temperature probe associated with the respiratory humidifier was also reported broken. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier was performance tested. Results: no alarms were triggered during the performance check and the unit controlled the temperature correctly. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with mr850 respiratory humidifier during the performance check. The associated 900mr869 airway temperature probe which measures the temperature of the gas in the system was found to have been physically damaged. Conclusion: although the device was not explanted yet and returned for analysis, the absence of telemetry and pacing output resulted more likely from the delivered external defibrillation shock (such a shock can damage internal components and induce a huge overconsumption).